Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be fixed into the right atrium due to an unspecified helix rotation issue. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Correction: h6: codes should reflect use of device problem.

Manufacturer narrative:
The reported events were helix damage and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The visual inspection, full helix extension length, x-ray examination and electrical testing was within product specification. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region. No other anomalies were seen.